Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 200 ohms. It was suspected that this lead had fractured. Additionally, this patient received five inappropriate anti-tachycardia pacing (atp) due to oversensing. The patient was checked in-clinic, device was turned off and rv fracture was confirmed. The patient was admitted into the hospital and the plan is to extract the lead. No additional adverse patient effects were reported. This rv lead remains implanted but electrically deactivated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 200 ohms. It was suspected that this lead had fractured. Additionally, this patient received five inappropriate anti-tachycardia pacing (atp) due to oversensing. The patient was checked in-clinic, device was turned off and rv fracture was confirmed. The patient was admitted into the hospital and the plan is to extract the lead. This rv lead remains implanted but electrically deactivated. Subsequently, this lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. This rv lead will not return for analysis as it was damaged during the explant procedure.